Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that keypad buttons on front need replacement. No patient involvement was reported.

Event description:
The customer reported that keypad buttons on front of the device need replacing. There was no reported patient involvement / adverse patient impact.